Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the device infusing epinephrine alarmed ¿channel error¿ during a code. The patient died but the customer does not allege the channel error caused the patient¿s demise. Although requested, no additional event, patient or device information provided.